Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with the return of device. Failure event observed during analysis. Final analysis found that the connector portion of the lead was returned. Insulation abrasion exposing the outer coil was noted at 10.7 to 10.8 from the connector. Abrasions are consistent with constant friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.